Event description:
It was reported by the affiliate that during a laparoscopic assisted distal gastrectomy procedure, the most inner staple line of the patient's side was malformed at the second firing. The cut line was jagged. When the stomach was cut, bleeding occurred and the device was changed to another new one. The patient occurs with fever now. Additional information was received: the device was being used at the duodenum. The sales rep commented that the tissue was not so thick when he checked the procedure video. There was no difficulty in the firing and no hard object was involved in the jaw at the firing. But the sales rep commented that the device might have been fired over the existing staple line. Staples were not formed proper b shape. When the stomach was cut, bleeding was found at the edge of the cut line. We have no further information about the amount of blood loss nor whether blood infusion was performed or not. The patient had caught a fever, but he could take a meal 3 days after the procedure. There were no adverse consequences to the patient. There is no problem with the anastomosis site where the device was used as of (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.